Event description:
Crew responded to a medical call for an attempted suicide. The pt was found hanging, unconscious, no pulse, not breathing. Electrodes were attached to the pt, the device was powered on. The AED indicated push to analyze, the device operator pressed the analyze key; reportedly, the device did not state analyzing now stand clear. The device operator pressed down on the electrodes and checked the cable connection with no change in device operation. Power was cycled to the device; the device indicated push to analyze. The crew pressed the analyze key; the device did not indicate analyzing now stand clear. The crew abandoned the device, secured the airway and continued care to the pt. The als crew arrived on scene 5 mins later, the same defibrillation electrodes were used and the pt was attached to their device. The pt had a pea rhythm when attached to the back up device. The pt was not resuscitated. Medtronic ers clinical staff reviewed the pt record and determined the pt's rhythm was pea.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The defibrillation electrodes used during the reported event had been discarded and were unavailable for evaluation. The archived pt event record was retrieved from the device and reviewed. The pt record documents the device indicated press to analyze followed by a power off / power on indication 15 seconds later. The record then documents a connect electrodes indication followed 4 seconds later by a press to analyze indication. The pt record documents the device indicated connect electrodes 1 min 27 seconds later. If the analyze key is not pressed and the pt does not have a shockable rhythm the device will not provide any additional prompts. Root cause for the reported event was not determined. The device was returned to the customer.